Event description:
It was reported that the device cassette was n/a. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional tests failed. Cassette not attached properly alarm duplicated when latching cassette. Probable cause is the downstream occlusion (dso) sensor. The dso sensor is not working due to fluid ingression found upon disassembling the device. Replaced dso sensor assembly to resolve primary reported problem. Replaced damaged battery compartment and lens, keypad, and labels.